Event description:
Related manufacturer reference number: (B)(4). It was reported that after the catheter was put into tether mode, the catheter was difficult to manipulate and fluoroscopy the tethers were detached from the device and were misaligned. It was noted the device had prematurely separated from the delivery catheter. The leadless pacemaker was successfully implanted. There were no patient consequences.